Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi diamondback orbital atherectomy device (oad), the patient expired. The target lesion was located in the left anterior descending artery (lad) and was treated with three passes of the oad on low speed. Following the third pass, a perforation was noted. Covered stents were placed to resolve the perforation and cardiopulmonary resuscitation was performed, however it was reported that the patient expired. Additional information has been requested but has not been received.